Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.

Event description:
Info received indicates, the bed functions are only operating intermittently due to fluid ingress onto...